Event description:
In 2001 the end-user called minimed, USA and stated that reporter's infusion set came apart. The whole plastic piece became detached from the tape, so that the cannula came out completely. One month later maersk medical received the complaint and 1 used infusion set.